Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was performed and the unit passed the tests; however, the current test was not able to be conducted as the component thermostat was detected damaged and unit did not heat up. It is possible that this damage was due to overheating of the unit. Based on the investigation performed, the reported complaint of "unit not heating during use" was confirmed. Although the product showed the defect, a corrective action could not be established due to the fact that all aquatherm heaters are 100% tested at the manufacturing facility; therefore, a defect of this type would be detected prior to release. The complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint alleges "the unit is not heating". The alleged defect was detected during use on a patient. No patient harm or injury reported. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). A device history record investigation, of the device involved in this complaint, did not show issues related to the complaint. A record assessment (fmea) was conducted and no changes required. The device has been returned to the manufacturer. However, the investigation of said device is still in progress at the time of this report.

Event description:
Customer complaint alleges "the unit is not heating." The alleged defect was detected during use on a patient. No patient harm or injury reported. The patient condition was reported as "fine."